Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. This is being reported based on the returned product evaluation, which revealed a dislodged stent. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the clip, on the hub, and in the guide wire lumen. There was contrast in the inflation lumen and in the balloon. The balloon folds were very slightly opened, but the balloon was still tightly folded. The stent implant had dislodged from the balloon and was not returned. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned device. Potential causes for stent dislodgement, as observed in past incidents may include, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. The stent implant was not returned for evaluation, which may have assisted in the investigation. Analysis of the sds noted blood in the guide wire lumen and contrast in the inflation lumen and balloon. This is consistent with the device being prepared for use and the guide wire being loaded into the lumen. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent movement criteria, which would indicate the unit had adequate crimp. The release testing data was also reviewed and all samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, also indicating the units had an adequate crimp. In this case, a conclusive root cause cannot be determined; however, there is no indication of a manufacturing quality issue. The lot history records were reviewed and there were no non-conforming materials reports issued for this lot. This MDR is considered closed by the product performance group.